Manufacturer narrative:
Investigation is pending.

Event description:
The event occurred in (B)(6). The customer/end user alleged a variance between the inratio inr result and the laboratory result more than once. The last variance is as follows: date: inratio inr: laboratory inr: (B)(6) 2015; 3.8; 1.9. The time between testing was not provided. The end user has been using the inratio device since 2013 and states that he should receive an inr higher than 2.5. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 371948 was performed and was found to be performing within expectations the manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.